Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was failing to remove air from cartridge during loading. Tandem customer technical support informed customer of proper air removal per tandem user guide. Customer changed cartridge to address the issue. There customers blood glucose (bg) was 324 mg/dl.